Manufacturer narrative:
(B) (4). Reason for late MDR due to implementation of process improvement.

Event description:
The trial stimulation lead came out of the patient's back and needed to be put back in. Neurostimulation was not covering the patient's pain; he felt both tingling and pain at the same time.